Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 3d00366 was manufactured 18/apr/2023 in bodolay line, with a total of (B)(4) market units (mkus). The complaints engineer performed a batch record review on 28/nov/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The defect reported by the customer could occur during the sub-assembly process performed in the elc #11 manufacturing line. For this reason, a detailed review of the batch record for the subassembly lot manufactured in this line was performed. The subassembly lot 3c05910, order (B)(4), material 1003411, was manufactured on 04/17/2023 in the elc #11 manufacturing line, with a total of (B)(4) eaches (eas). The complaint investigator performed a batch record review on 28/nov/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The defect reported by the customer could occur during the sub-assembly process performed in the roping durahesive mix manufacturing line. For this reason, a detailed review of the batch record for the subassembly lot manufactured in this line was performed. The subassembly lot 3c06980, 3d00825, 3d00826, 3d00827, 3c06191 order (B)(4), respectively, material 1725587, was manufactured on 04/04/2023, 04/12/2023, 04/14/2023, 04/17/2023, 04/03/2023, respectively in the roping durahesive mix manufacturing line, with a total of 3,947.900, 3,884.000, 3,898.400, 3,837.800, 3,887.300 kg, respectively. The complaint investigator performed a batch record review on 28/nov/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: there was a photograph associated with this case, and in this, the reported defect can be seen. A sample was received, and the defect was confirmed. (Refers to the tab ¿reference info / comments¿ for evaluation results of returned samples). Historical complaints review: on 28/nov/2025, complaints engineer ran a query in database in order to verify the complaints reported for the 3d00366 lot for the malfunction ¿foreign matter (e.g. Hairs, insects) within primary pack (sterile products)¿ defect and no additional complaints were identified. Historical nonconformance review: on 28/nov/2025, complaints engineer ran a query in database looking for any in process non-conformance (nc)'s / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿foreign matter (e.g. Hairs, insects) within primary pack (sterile products)¿ defect for the lot number 3d00366 and as result, no non-conformance (nc)'s / corrective action / preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) "sterile packaging inspection for nonconformities - visual attributes": (B)(4). Defect rate analysis there have only been 1 defective part confirmed to date from a lot size of (B)(4) products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect, which should be (B)(4) based on our procedure (pd). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of (B)(4). To date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusion: a review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. Manufacturing and quality personnel were notified about the issue. All relevant personnel have been formally notified of the issue to reinforce adherence to the guidelines outlined in procedure dr-standard operating procedure (sop). This action ensures the maintenance of facility cleanliness and the preservation of products in accordance with applicable standards. This measure is intended to prevent recurrence and maintain compliance with established quality and safety requirements. (Refers to the tab ¿reference info / comments¿ for notification to the personnel). This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Event description:
It was reported by the distributor that hair had been found in a sealed sterile primary package of one of the company's known dressings. The product was not used by patient. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
E1: patient postal code: (B)(6). Patient country: united states name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.